Event description:
Debilitating and permanent neurological injuries impacting both hands and feet [nervous system disorder]. Severe and permanent physical injuries [injury]. Profound and permanent hematological injuries [blood disorder]. Zinc poisoning [metal poisoning]. Copper deficiency [copper deficiency]. Confined to a wheelchair [mobility decreased]. Case description: an attorney reported that their adult female client, age (B)(6), used fixodent denture adhesive, version unknown cream as her denture adhesive of choice, unspecified total daily use for many years, and reported the following: debilitating and permanent neurological injuries impacting both hands and feet that have left her confined to a wheelchair, severe and permanent physical injuries which have left her unable to perform her normal, customary, and daily activities, profound and permanent hematological injuries, zinc poisoning, and copper deficiency. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - has worn dentures for many years. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.